Event description:
Patient had surgery and had a davol bard composix kugel mesh, lot # 43fnd006, implanted for hernia repair. Patient returned approximately 2 1/2 years later, with bowel obstruction and recurrent hernia. Mesh removed by surgeon and hernia repaired. During procedure, surgeon found "ring" to be exposed on kugel mesh.